Event description:
Emt's responded to a patient described as in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes and diagnosed as in a non-shockable rhythm in paddles lead. According to the reporter, when the operator attempted to externally pace the pt by pressing the pacer button and increasing the current, the ECG display did not indicate pacing was being administered. The reporter stated that several attempts to pace the pt were unsuccessful and the pt was not resuscitated.